Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, x-ray imaging revealed patients lead migrated. Patient also experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced and ipg was repositioned to address the issue. The investigation was unable to determine the lead that is associated with the issue.